Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level (22 mg/dl). Reportedly, the pump basal rate had been switched from 0.8 units of insulin to 8.0 units of insulin. At the time of the low bg level, the customer had been sleeping and became unconscious. The customer was taken to the hospital and treated through intravenous glucose as well as treated with food. Customer was released from the hospital the following day, and reportedly the treatment received in the hospital resolved the reported issue. Tandem technical support reviewed pump data and found the pump basal rate was manually changed by the customer. Reportedly, the customer's bg levels have been "fine" since being released from the hospital.